Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) /2016 to report that they experienced an unexpected g5 application shut-off on (B)(6) 2016. Patient was advised to uninstall the g5 application, reset smart device, then reinstall the g5 application. No additional patient or event information is available.